Event description:
On (B)(6) 2012 the patient reported she had an allergic reaction and lost consciousness and was taken off of the infusion device, call was disconnected. Upon follow with the patient on (B)(6) 2012 she reported that 'a while ago' she was hospitalized due to an allergic reaction she did not recall how long she was hospitalized. She stated that she has had 2 strokes and 2 heart attacks and does not have a good memory. She stated that she was taken back to the hospital a couple of days after being released. She reported being in a coma during one of the hospitalizations. She stated that her physician advised her she was allergic to the infusion device. She does not recall what type of infusion set was in use at the time of the event. She stated that she has been off of infusion therapy for approximately one year. No product was requested to be returned for evaluation.